Event description:
The customer's mother reported that her daughter's blood glucose went up to 462 mg/dl and she was vomiting. She was given insulin boluses, but the bg would not come down, so she had to take her daughter to the hospital. No treatment or admission info was reported.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that could have restricted or interrupted insulin device delivery and contribute to the pt's hyperglycemia was found. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or contribute to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider. Immediately."